Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the reported event. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
The customer reported that when inserting the lag screw the end sheared off the inserter. They were able to remove the lag screw. Another lag screw was then inserted and the operation completed. The dhs lag screw was inserted using the 1 step insertion technique.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: device disposition unknown.

Event description:
The customer reported that when inserting the lag screw the end sheared off the inserter. They were able to remove the lag screw. Another lag screw was then inserted and the operation completed. The dhs lag screw was inserted using the 1 step insertion technique.